Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, the contrast button was unresponsive; all other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button was inoperable. The button slug was found to be misaligned. Additionally, the display screen was dim and discolored. The battery compartment was found to be cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor reported the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.